Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a literature article that during an initial implant procedure for a tendril lead, the patient experienced rapid ventricular tachycardia (vt) which resulted in hemodynamic instability. External defibrillation was performed during the procedure to terminate the vt. The procedure was completed, and the patient is now stable and will continue to be monitored. Additional details can be found in the literature article titled "a novel strategy for left ventricular interventions in patients with double mechanical valves: stylet-driven lead¿guided transventricular access".